Event description:
The customer reported a positive culture on an mnc product collected for stem cell transplantation. Venous access was obtained via an existing internal jugular central venous catheter. Post collection samples for bacterial testing were taken from the product. Preliminary culture results reported 24 hours post collection were positive for gram positive cocci. Blood cultures were performed on the patient and the central venous catheter. The patient had to undergo an additional mnc collection as a result of this event. The disposable kit will not be returned as it has been discarded. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Final culture results were received from the customer. The final report was coag negative staph isolated from both the aerobic and anerobic bottles. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Resolution: the customer states that the blood cultures on this patient and his central venous catheter are negative to date. The product is in quarantine and will be discarded. The patient returned for an additional collection on (B)(6) 2012 and to date the cultures are negative. Investigation evaluation and corrective actions are in process. A follow up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. Investigation: per the apheresis operator there were a few access pressure messages, but no other alarms that occurred. The procedure progressed normally and ran to completion. Based on the information from the customer, it appears that the cobe spectra system functioned as intended during the procedure. Coagulase negative staph is a bacteria commonly found on human skin. The cobe spectra white blood cell set is not a functionally closed set. In the cobe spectra therapeutic apheresis guide, operators are reminded to use aseptic technique for all procedures involving the disposable set. If aseptic procedures are not used, the probability of introducing bacteria to the set is increased. All cobe spectra white blood cell sets are sterilized with ethylene oxide. The sterilization process has been validated to ensure set sterility. To date, no other reports of bacterial contamination have been reported on this lot. Root cause: based on the available information, it is likely that the sample collected by the customer was inadvertently inoculated with the bacteria during either the sample collection or the set up of the disposable set.